Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 patient presented with chief complaint of back pain radiating into both lower extremities (le¿s). Patient reports a 4-year history of back pain that is stabbing and aching in nature. Over the past year, pain has begun radiating into both legs, l > r. X-rays on this date revealed moderate disc space collapse at l5-s1. Ordered p.t., esi at l5-s1, and lumbar MRI. On (B)(6) 2006 the patient underwent an MRI of the lumbar spine which indicated the following: ¿disc desiccation most pronounced at l2-3 and l5-s1. Some disc bulging more at the left at the l4-5, l5-s1 level. Axial images reveal facet arthrosis, pronounced at l4-5, l5-s1 with a slight left paracentral disc bulge, causing some mild left neural foraminal narrowing. On (B)(6) 2006 the patient presented back for follow-up. Note indicates that patient has failed conservative measures and is interested in possible operative intervention. Note indicates that a l4 ¿ s1 decompression with tlif and instrumented pl fusion was discussed with patient, and she wished to proceed. On (B)(6) 2006 patient underwent the following procedures: l4 ¿ s1 bilateral laminectomies, foraminotomies, facetectomies, and decomp ression of bilateral nerve roots. L4-s1 transforaminal lumbar interbody fusion with interbody peek cage packed with structural allograft and infuse. Instrumented posterolateral fusion using local autograft, rhbmp-2/acs , and grafton matrix. No complications reported. Patient was discharged home on (B)(6) 2006. On (B)(6) 2006 patient presented back for follow-up 3-weeks post-surgery. Note indicates that patient feels better than before the surgery with complete resolution of left le radiating pain. X-rays show good placement of pedicle screws, graft, and posterolateral bone. On (B)(6) 2007 patient presented for 6-weeks follow-up visit. Note indicates that patient is doing better than prior to surgery and her pain level is better. ¿she just has pain and aching across the lower back and buttocks at nighttime.¿ x-rays again show good placement of screws, graft and pl bone. Patient to wear a bone growth stimulator. On (B)(6) 2007 patient presented now 6 months s/p l4-s1 tlif, plf. Note indicates ¿she is doing much better. She does get some aching.¿ x-rays show solid arthrodesis. Patient to continue home exercise program. On (B)(6) 2007 patient presented s/p one year l4-s1 tlif and plf. Note indicates ¿she is doing much better. She rarely has back or leg symptoms¿. On (B)(6) 2008 patient presented with increased pain into her left thigh with some aching in her low back. Note indicates, ¿patient is now 16 months status post l4-s1 decompression and fusion. She had been doing very well up until the last 3 months or so¿. X-rays show a solid fusion. Recommending a trial of neurontin 300mg. Dr closes by stating, ¿I would like to see her back in approximately 10 weeks. However, if she does not get relief from the medication within the next few weeks she will call and let us know¿. There are no clinic records related to her back from (B)(6) 2008 until (B)(6) 2011. On (B)(6) 2011, patient presented for new patient consultation for her back pain, and arthritis in her feet. In the note, dr assesses patient with degenerative disk disease with continued neuropathy and decreased strength, as well as patellofemoral syndrome. Recommended acupuncture for patient¿s back.